Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited loss of capture and impedance changes. Fluoroscopy confirmed the right ventricular lead had dislodged. During revision, the right ventricular lead's helix failed to extend or retract due to tissue stuck in the helix. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of loss of capture, impedance change, and dislodgement were not confirmed while the failure to extend or retract the helix was confirmed. A complete lead was returned in one piece for analysis. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued. After cleaning, the helix could be extended and retracted when torque applied to the inner coil. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil.